Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Adding unique identifier (UDI) # (B)(4). This is a follow up report to add this information. Additional information received: the item was received after the case was closed and it showed, that the implant was not fractured. It had to be removed due to the fracture of the abutment. Adding the following codes: health effect - impact code: add 4627. Component code: add 887. Type of investigation: add 10. Investigation findings: add 3243. Investigation conclusions: add (B)(4) device received for this event is being corrected from ank c/x impl a11/d3.5/l11 catalog # 31010410 to ank reg c/abut gh 3,0 a 0 catalog # 31024170. Correcting concomitant medical products from 31024170 to 31010210.